Event description:
The end user reported that she had redness, itching and pimple like areas beneath her wafer and border. She stated that her skin is not broken or draining.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that she is sensitive to tape. It was recommended that the end user use the wafer without tape. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisement and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.